Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported that they found black spot in the drip chamber with potential contaminate. It was reported that the product was out in patient care areas for patient use but had not been used yet. Package was sealed when found. Once found opened package to closer look at if it appeared the spot was on the outside of the drip chamber or the inside and it appeared to look like on the inside of the drip chamber. The medwatch form mw5188388 was attached.

Manufacturer narrative:
The device was returned for evaluation. The evaluation of the returned set confirmed the presence of black spots adhered to the interior wall of the drip chamber.the reported complaint of black spots in the drip chamber can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.